Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that after stent (subject device), was advanced into tail of a microcatheter, the stent (subject device) got stuck and could not be advanced any more and the stent (subject device) deployed unexpectedly at tail of the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient reported due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was returned together with a catheter. No allegation against catheter from the hospital, the stent was found to be deployed and not returned, the sdw (stent delivery wire) was found to be kinked/bent, significant amount of blood within the catheter was noted, and the stent introducer sheath was found to be intact. A functional test for the reported event stent difficult/unable to advance or pullback through catheter functional was unable to perform as the stent was found to be deployed. Also, a functional test for the reported event stent deployed prematurely during use functional test was not performed as it was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Additional information provided by the customer was while advancing the stent into a catheter, it got stuck and could not be advanced any more, the stent then deployed within the catheter. It was also reported the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. The device was returned for analysis together with a stryker catheter, the stent was found to be deployed and not returned, however it was reported the stent was removed from the catheter by the operator after it had deployed. The (sdw)- stent delivery wire was returned and found to be kinked. The introducer sheath was returned and found to be intact. It¿s likely the stent deployed, and the device was damaged due to manipulation of the device when the reported resistance was felt during the clinical procedure. The as analyzed as well as the as reported codes listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that after stent (subject device), was advanced into tail of a microcatheter, the stent (subject device) got stuck and could not be advanced any more and the stent (subject device) deployed unexpectedly at tail of the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient reported due to this event.